Event description:
Additional information was received that the scheduled procedure on an adult male patient was vitrectomy and the event occurred during the surgery. Only after changing the kit, it was possible to complete the surgery on the same day. Although there was patient involvement but there was no impact to the patient.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3.a, b.3., b.5., d.10., h.6. And h.11. Additional information was received that the scheduled procedure on an adult male patient was vitrectomy and the event occurred during the surgery. Only after changing the kit, it was possible to complete the surgery on the same day. Although there was patient involvement but there was no impact to the patient. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was a problem during fluid/air exchange, the system kept injecting fluid. The surgery was completed after changing to a new kit . The procedure type was unknown. There was no information about any impact on patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used pak was visually inspected. The posterior 3 identification (ID) tab was broken off. The cavity of the pinch plate was f1. The non-invasive flow sensor cavity dots, on the left bottom corner during the elastomer overlay process, were recorded to be ¿two dots¿. The infusion cannula was not returned; lab stock was used for testing. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette without any interference. The ball in the drip chambers¿ check valves moved freely per specification. The nifs on the cassette housing was in good condition. The light emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 10000 cut rate displayed on the console screen. The returned product was tested using the console with software. The product could prime and pass intra ocular pressure calibration successfully. No air leak or occlusion was detected from the infusion air line during priming process. No fluid flowed to the air line of the administration line. No message code appeared on the screen. No bubble was observed in the nifs fluid path before the cleaning process. No leakage was detected from the cassette, drain bag, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The returned product passed functionality per procedure. However, during fluid air exchange function, fluid (instead of air) flowed to the infusion cannula line. There was no fluid from the lower pressure air source (lpas) port of the cassette to the infusion cannula line. Although the console recognized the cassette as a posterior type, the broken ID tab caused the console not to toggle the fluid and air valve. As the result, the valve on the lpas port for the air source remains in close position, while the valve in the fluid port was in the open position to allow fluid to flow during fa/x test. This observed issue will result in no air during fax mode. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is related to an error in the molding process of the ID tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the ID tab during cassette ejection and can break off. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).